Event description:
The port was implanted on 2/3/97. On 5/9, the pt noticed buring during chemo treatment and was sent to dr for eval. The catheter had disconnected and the distal portion of the catheter was in the right atrium. The catheter was removed. The port remains in place.

Manufacturer narrative:
The port was removed and port and catheter returned to medtronic ps med for eval. Approx 0.125 inch of the catheter remained on the connector. There was a slit in the catheter piece that did not go through the entire thickness of the tubing. Neither end of the catheter piece appeared to be a straight cut. The end next to the port was curved; it appeared to have been cut with a scissor-like instrument. There were indentations on the outer portion of the lock, not covered by the strain relief, on opposing sides that appeared to have been made by a sharp instrument. The lock was examined to determine if it had been fabricated appropriately. No mfg imperfections were noted. The damage present in the tubing indicated that the device may have been assembled, taken apart and then re-assembled. Co was unable to conclusively determine the cause of the catheter fracture.